Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2023 wherein the full system was explanted.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the devices attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch: a000105752. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.